Manufacturer narrative:
This information is unknown. Date of plate breakage is an unknown date in (B)(6) 2018. Lot number is unknown. Date of implantation is unknown date in (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is the same date as date of implantation; unknown date in (B)(6) 2017. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with one (1) variable angle-locking compression plate medial distal humerus plate 4 holes and one (1) va-lcp medial distal humerus plate 5 holes on an unknown date in (B)(6) 2017. The patient fell on an unknown date in (B)(6) 2018 and broke the va-lcp medial distal humerus plate 4 holes. On (B)(6) 2018, the patient underwent a hardware removal and revision. The surgeon removed both plates and replaced them with the same kind of plate but two (2) holes longer. The procedure was completed successfully with no surgical delay. There was no patient consequence. Concomitant device reported: va-lcp medial distal humerus plate 5 holes (part: unknown, lot: unknown, quantity: 1), trauma device (part: unknown, lot unknown, quantity: unknown). This report is for a 2.7mm/3.5mm va-lcp medl dstl humerus pl 4h/rt/108mm-long. This is report 1 of 1 for (B)(4).